Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) treated all tower latches for oxidation removal, discovered an IV bag protruding from the shelf that prevented seamless closure of door 1, and advised the pharmacy technician on the importance of keeping items within the shelf confines to avoid pushing the door forward. Additionally, fse reinstalled the remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed. Customer tried to recover the drawer, but pyxis required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.